Event description:
It was reported that, the patient with the pacemaker has been in constant atrial fibrillation (af), exhibiting undersensing on this right atrial (ra) lead and causing in and out of atrial tachy response (atr). Boston scientific technical services (ts) reviewed how many atrs were stored at any one time in the device. This ra lead remains in service. No adverse patient effects were reported.